Event description:
A report was received that a trial patient had developed an epidural abscess. The patient underwent a procedure to drain the abscess, and the trial lead was explanted. The patient was given PICC-line antibiotics.

Manufacturer narrative:
The explanted device was not returned to bsn for analysis as it was discarded by the medical facility.